Event description:
It was reported that t:slim x2 pump battery would not charge even though caller used tandem charging cable and wall adapter and tried leaving pump connected to working outlet for extended period, with charging connection still not recognized. There was no reported impact to the customer¿s blood glucose level. Caller tried a different wall adapter without success, so technical support arranged shipment of replacement tandem charging cable and wall adapter with two-day delivery, advised caller to rely on multiple daily injections if pump battery depleted before new charging supplies arrived, and planned to follow up.